Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset for write to locked ram occurred on (B)(6) 2010. A patient alert was also triggered for the power on reset.

Event description:
It was reported that the device experienced a power on reset. The device is still in use. No patient complications have been reported as a result of this event.